Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced, and it was determined to be due to the failure of the main substrate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the high flow insufflation unit turned off immediately after starting up. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Establishment name: (B)(6) center. The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to main board failure. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.